Manufacturer narrative:
Please note that the manufacturer could not determine which lot number corresponded to the ruby coil that became kinked and which lot number corresponded to the ruby coil that was opened but not used due to its introducer sheath staying in the dispenser hoop. Therefore, the same evaluation codes will be provided on this report and the associated report listed below. (B)(4). Results: the pet lock was intact on the proximal end of the first ruby coil¿s pusher assembly. The pusher assembly was kinked in multiple locations throughout its length. The introducer sheath was loaded backwards on the pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil windings throughout its length. The pet lock was intact on the proximal end of the second ruby coil¿s pusher assembly. The pusher assembly was bent in multiple locations throughout its length and fractured approximately 93.0 cm from the proximal end. The embolization coil was detached from the pusher assembly. The outer diameters (ods) of the embolization coil and pusher assembly were measured and found to be within specification. Conclusions: evaluation of the first ruby coil revealed that it was kinked in multiple locations throughout its length and had offset coil windings. This damage may have occurred due to repeated forceful advancement of the ruby coil against resistance. Further evaluation revealed the introducer sheath was re-loaded onto the pusher assembly backwards. The backwards-loaded introducer sheath was likely incidental and likely occurred after successful removal of the ruby coil from the patient anatomy. Evaluation of the second ruby coil revealed the pusher assembly was bent and fractured and the embolization coil was detached from the pusher assembly. Pusher assembly fracture typically occurs due to forceful manipulation of the ruby coil and may allow the pull wire to retract out of the distal detachment tip (ddt), which would allow the embolization coil to detach. The ods of the embolization coil and pusher assembly were measured and found to be within specification. Since the introducer sheath was not returned for evaluation, the root cause of the ruby coil coming out of the introducer sheath during removal from the packaging could not be determined. The non-penumbra microcatheter mentioned in the complaint and the second ruby coil¿s introducer sheath were not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00164.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to advance a ruby coil through another manufacturer¿s microcatheter, the physician advanced the coil about one centimeter into the microcatheter and then encountered resistance. Next, the physician pushed too hard on the ruby coil and subsequently, the ruby coil pusher assembly became kinked. Therefore, the ruby coil was removed and a new ruby coil was opened. However, when the technologist pulled the ruby coil from its dispenser hoop, the coil introducer sheath stayed in the hoop. There was no attempt to advance the ruby coil out of its introducer sheath on the back table. The hospital staff decided not to use the coil for the procedure. The procedure was completed using additional coils and the same microcatheter. There was no report of an adverse effect to the patient.